Event description:
A customer contacted beckman coulter inc. (Bec) reporting that while troubleshooting 'no differential results' on their coulter lh 750 hematology analyzer, there was a leak in valve vl12a and it sprayed her on her lab coat. She was wearing a lab coat, gloves and face shield at the time of the incident. There was no exposure to open wounds or mucous membranes and medical attention was not sought. No patient samples were affected by this event.

Manufacturer narrative:
Bec offered to schedule service; however the customer replaced the tubing on valve vl12 and stated the unit is working fine. The root cause of the leak is attributed to the loose tubing on vl12a.